Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. -review of the most recent repair record determined that the ratchet was stuck. The ratchet gear and set screw were replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during kit inspection the ratchet can't rotate due to being stuck. There was no patient involvement. No adverse event was reported as a result of this malfunction.